Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Visually inspect the product for any imperfections or surface deterioration prior to use. Do not use if package is opened or damaged."

Event description:
It was reported that the patient received 2 foley catheters that were split in two. Reportedly, the patient discovered the defective catheters when she attempted to insert them. No medical intervention was reported.